Event description:
It was reported that the patient experienced intermittent lock followed by no sound perception between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not fully functioning. Surgery to explant the patient's cii device is to be scheduled.